Event description:
It was reported that after a left atrial appendage closure, bleeding occurred. A thoracotomy was performed, and it was found that bleeding occurred from the left atrial appendage where the staples were deployed, and the hematoma was found. The surgeon commented that the target tissue was compressed for 10seconds, and the device was fired by a pulse-firing during use. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional event information received: the device function properly during use. About 10 hours had passed between the initial surgery and the thoracotomy. During a thoracotomy, a hem-o-lok was used on where bleeding occurred, and a taco-seal was attached on it. The staples where bleeding occurred were formed properly. No bleeding was observed at the initial surgery. The surgeon commented that the thoracotomy was performed not because bleeding occurred from the left atrial appendage but because bleeding occurred from the sternum, and then bleeding from the left atrial appendage and hematoma were found. The patient¿s condition is getting recovered. The following information has been requested. To date, no response has been received. Should additional information be obtained at a later date, a supplemental report will be submitted. What color cartridge was used? Was the device difficult to close? Any usual sounds upon firing the device? Any issues noted with staple formation throughout the care of patient? Can you confirm if the original procedure was vats or open? What was the site/structure of the bleeding near the sternum? Does the surgeon believe the device caused or contributed to the decision to convert to an open thoracotomy 10 days later? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2022. Additional information was requested and the following was received: what color cartridge was used? =>green. Was the device difficult to close? =>no. Any usual sounds upon firing the device? =>no. Any issues noted with staple formation throughout the care of patient? =>the staples were formed properly. Can you confirm if the original procedure was vats or open? =>no further information is available. What was the site/structure of the bleeding near the sternum? =>no further information is available. Does the surgeon believe the device caused or contributed to the decision to convert to an open thoracotomy 10 hours later? => the reopen surgery was done 10 hours later than the initial procedure. No further information will be provided.